Manufacturer narrative:
Additional information: h6, h10the valve was returned with delivery system and sheath. The valve on the crimped balloon was exposed through the sheath liner. The returned devices were visually inspected for any abnormalities and the following observations were made: multiple struts bent outward at the outflow, and multiple struts bent slightly at the inflow. Struts exposed through the skirt (normal after crimped and used). Post-expanded valve: frame was damage/ distorted. One (1) strut bent outward near c2 commissure at outflow. All leaflets were torn, wrinkled, and dehydrate due to storage condition (prolong crimping) during the return handling process. All struts remained exposed through skirt (normal after crimped and used).   Imagery was provided by the complaint site and the following was observed: crimped valve perforated through sheath liner. Multiple struts exposed through skirt (normal after crimped and used). One (1) strut was slightly bent outward at inflow. No functional or dimensional testing was able to be performed due to device return condition (frame distorted/ damaged). A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other complaints for frame damaged during use. Although the reported event frame damaged during use was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra) which captures root cause analysis for the issue. Instructions for use (IFU), device preparation manual, and supplement procedural training manual were reviewed for instructions relating to the complaint. Potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: bleeding. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.  Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Aortic occlusion balloon o iliac occlusion balloon o reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available based on the review of the IFU and training manual, no deficiencies were identified.   During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported frame damaged during use was confirmed based on the return product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during insertion of a 26mm sapien 3 ultra valve and 26mm commander delivery system into a 14fr esheath, there was resistance with advancing the system. It appeared that the sheath was being pushed back out of the patient. It was found that the valve had perforated through the sheath.¿ per training manual, ¿in expectation of high friction, use short movements¿, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement and retrieval, so additional manipulation was applied to overcome the resistance as indicated by the gouges on the flex tip and kink on the flex shaft near the flex tip. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catch and tear through the sheath liner, and result in the observed bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Capahas identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A correction action preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently in the implementation phase. Product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with ¿frame ¿ damaged ¿ during use¿. To address the issue, correction action preventative action (CAPA) was initiated to drive corrective actions. This complaint event occurred prior to implementation of CAPA, the occurrence rate did not exceed the monthly control trending limit. The risks outlined in the pra remain the same; the pra documents the potential for additional intervention, which did occur during this event. The pra remains applicable and no further action is required.

Manufacturer narrative:
This is two of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13424, 2015691-2020-13425, 2015691-2020-13426.

Manufacturer narrative:
This is two of three manufacturer reports being submitted for this case. (B)(4) investigation is underway.

Event description:
As reported, during insertion of a 26mm sapien 3 ultra valve and 26mm commander delivery system into a 14fr esheath, there was resistance with advancing the system. It appeared that the sheath was being pushed back out of the patient. It was found that the valve had perforated through the sheath. The physician cut a skin track and lifted the all the devices out of the patient. A  second 26mm sapien 3 ultra valve and 26mm commander delivery system was used with a16fr esheath successfully. The skin track was sutured and the patient is stable. Per the device pictures received, there was a sheath liner tear, liner strand, damage to the valve frame and kinked delivery system.